Event description:
The customer performed a blood glucose reading at 7:44am and received a result of 205mg/dl. The customer called emergency medical technician and 15-20 minutes later they received a result of 32mg/dl. The customer was incoherent and taken to the emergency room for treatment. Unknown what type of treatment was given. No controls were in use. A request was made for the return of the supsect device and replacement product was sent.